Event description:
A customer reported an issue with their continuous glucose monitor (cgm) showing an error 42. While dealing with the technical problem, there was no adverse impact to the customer's blood glucose level reported. Technical support provided complete information on resetting the pump, guided the caller through the pump reset process, and confirmed that the cgm error did not reappear after the reset. Ultimately, the customer successfully restarted their sensor session.